Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare w failure to cut. Block h11: investigation results: visual analysis of the returned device could not be performed as the complaint device was not returned. The reported event of loop failure to cut could not be confirmed due to the absence of the device and supporting evidence. The risk review confirmed that this failure mode is documented in the product's risk file and is considered within the acceptable risk-benefit profile of the device. Based on all available information, the most probable cause of the event is classified as "cause not established," as there is insufficient evidence to determine whether the issue resulted from user technique or a device malfunction. No further escalation is required.

Event description:
It was reported to boston scientific that a captivator cold single-use snare was used during a procedure on (B)(6) 2024. During the procedure, three defective captivator cold snares from the same lot number were encountered, one failed to cut through the polyp, and two failed to open the snare. The procedure was completed. There were no further patient complications reported as a result of this event.